Event description:
It was reported to bsc on 1/25/07 that during an ercp in 2007, a perforation of the peritoneal cavity occurred. The pt gender is male and the age is unk. The physician "rotated the cutting device approx 10 times and after ensuring the marker was located at the papilla the cutting was performed. While attempting to insert a non bsc basket device he/she met with difficulty and felt that it had been inserted into the peritoneal cavity." The physician suspected that the bile duct was punctured, inserted an endoscopic naso-biliary drainage tube, and stopped the procedure. A puncture of the retroperitoneum was confirmed by the CT scan and a surgical repair was performed. It was reported that "something like a burn mark appeared at the punctured area." Based on info rec'd by bsc it is unk which product attributed to the perforation. The physician initially felt that it occurred during the basket procedure, but was unsure due to what appeared to be a burn mark at the puncture site.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.